Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a drainage procedure in the common bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, resistance was met when the stent was attempted to be released and the guide catheter stretched; however, the stent was able to be deployed to complete the procedure. It was confirmed that no other damage was noted to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the guide catheter to be broken, therefore, this is now an MDR reportable event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. (B)(4). The delivery system was returned for evaluation, however, the stent component was not returned. Visual evaluation of the returned device revealed the suture to be detached from the push catheter; the suture was not returned. The push catheter was noted to be kinked and the suture hole of the push catheter was found torn. The guide catheter was found stretched and broken and the guide catheter hub was found detached from its working length. The broken guide catheter was returned stuck on a guidewire and could not be removed due to stretching in the guide catheter. No visible damages were noted to the guidewire. A kink (suture impression) was noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during the attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context a review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.